Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient states they had surgery on their uterus for cancer back in december and wants to know if this could've effected the system. The patient states they know the device was not turned off and went to check it a couple weeks ago and it wasn't working and told the patient to call their clinician. The patient states since the surgery, they have had issues with their bowels coming out. The patient confirmed this is why they had the device implanted, to make their bowels more firm. After communicating with implant, the patient confirmed seeing "internal device has lost all data. Contact clinician." The patient was redirected to the healthcare provider (hcp) and also reviewed stim has been turned off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.